Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after fired, the knife moved to the distal end, but could not return the knife automatically. Used rbrb to return the knife. There were no adverse consequences to the patient. No additional information can be provided.